Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for not draining properly. Upon follow up, the patient's peritoneal dialysis registered nurse (porn) stated the patient was brought to the local emergency room (ER) for not draining. The patient underwent an ultrasound and exam with no medical intervention provided. The patient was released to home less than 24 hours later. The spouse contacted the pdrn who scheduled an appointment with the surgeon for on (B)(6) 2020. The patient underwent pd catheter (not a fresenius product) manipulation surgery. If this surgery fails, the patient will most likely be transitioned to hemodialysis (hd) therapy. The patient's draining issues were not a result of any malfunction or deficiency of the liberty select cycler. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).